Event description:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change color and the plug deployment button could not be pressed. Manual compression was applied for 30 minutes to achieve hemostasis. There were no reported injuries to the patient. This was during closure of a femoral artery puncture site after percutaneous transluminal angioplasty (pta). A 6f 11cm avanti plus catheter sheath introducer (csi) was used during this procedure. The exoseal vascular closure device (vcd) was stored, inspected, and prepared according to the instructions for use (IFU). A retrograde approach was used, and the physician was certified to use the device. There were no visible signs of device or packaging damage. Angiography confirmed femoral artery suitability, including appropriate sheath insertion angle, and the vessel measured at least 5 mm with no calcium, plaque, stent, significant stenosis, or prior closure at the puncture site, nor evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty occurred connecting the sheath to the device, and the indicator wire cowling locked with an audible click. Pulsatile flow was observed, and the device and sheath were retracted together until bleed-back slowed, with no thumb placed on the deployment button and no red color in the indicator window. The indicator wire loop was visible upon removal. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change color and the plug deployment button could not be pressed. Manual compression was applied for 30 minutes to achieve hemostasis. There were no reported injuries to the patient. This was during closure of a femoral artery puncture site after percutaneous transluminal angioplasty (pta). A 6f 11cm avanti plus catheter sheath introducer (csi) was used during this procedure. The exoseal vascular closure device (vcd) was stored, inspected, and prepared according to the instructions for use (IFU). A retrograde approach was used, and the physician was certified to use the device. There were no visible signs of device or packaging damage. Angiography confirmed femoral artery suitability, including appropriate sheath insertion angle, and the vessel measured at least 5 mm with no calcium, plaque, stent, significant stenosis, or prior closure at the puncture site, nor evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty occurred connecting the sheath to the device, and the indicator wire cowling locked with an audible click. Pulsatile flow was observed, and the device and sheath were retracted together until bleed-back slowed, with no thumb placed on the deployment button and no red color in the indicator window. The indicator wire loop was visible upon removal. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A 6f cordis avanti catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kinked bent section was observed, located 3.8 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results obtained were found to be within specification. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever. Resistance was felt during the full depression of the lever, likely due to the kinked/bent condition observed in the delivery shaft. The evaluation achieved indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kinked portion was observed on the delivery shaft. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the no change to indicator reported, particularly since the device functioned as expected during analysis, with the indicator window changing positions appropriately. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change color and the plug deployment button could not be pressed. Manual compression was applied for 30 minutes to achieve hemostasis. There were no reported injuries to the patient. This was during closure of a femoral artery puncture site after percutaneous transluminal angioplasty (pta). A 6f 11cm avanti plus catheter sheath introducer (csi) was used during this procedure. The exoseal vascular closure device (vcd) was stored, inspected, and prepared according to the instructions for use (IFU). A retrograde approach was used, and the physician was certified to use the device. There were no visible signs of device or packaging damage. Angiography confirmed femoral artery suitability, including appropriate sheath insertion angle, and the vessel measured at least 5 mm with no calcium, plaque, stent, significant stenosis, or prior closure at the puncture site, nor evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty occurred connecting the sheath to the device, and the indicator wire cowling locked with an audible click. Pulsatile flow was observed, and the device and sheath were retracted together until bleed-back slowed, with no thumb placed on the deployment button and no red color in the indicator window. The indicator wire loop was visible upon removal. The device will be returned for evaluation.